Event description:
The event reported as: the customer alleges that a pt was intubated, in the trauma room, with a sheridan cf et tube, 7.5 mm. Shortly after intubation a slight leak was noticed and more air was added to the cuff. Upon transit to CT scan the cuff leak persisted and increased. Once the pt returned to the trauma room, the leak was sufficient that the et tube was exchanged. No report of a pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.